Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump turned off and would not turn back on. Caller stated pump did not alarm before turning off. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.